Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that their insulin pump had blank display. The customer's blood glucose level at the time of the call was 98mg/dl. The customer was assisted with blank display troubleshoot and was sent a new battery cap. When customer received replacement battery cap, it was used with new batteries on the insulin pump but customer found insulin pump completely off and had blank display. During troubleshooting, customer also mentioned that their current blood glucose level was 400mg/dl and treated with syringes. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.